Manufacturer narrative:
Manufacturer¿s analysis stated that the stylus touch-pen of the device was replaced due to being out-of-specification. The device passed final functional and system tests.

Event description:
It was reported that the stylus touch-pen of the programmer did not work. The programmer was returned for repair. There was no patient involvement.